Event description:
It was reported by the field service technician that the power plug on the unit was melted due to water damage. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The field service technician replaced the cord and returned the unit to use.